Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too large'. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to provided information, the air and o2 gas modules together with diss connection for o2 and air were detected as faulty and were replaced to resolve the issues. The device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. Device's logs confirm occurrence of claimed internal leakage test failure. Faulty parts were not available for further analysis. The cause of the issue has been determined as related to o2 gas module and air and o2 diss connection.

Event description:
Manufacturer's ref. #: (B)(4).